Event description:
Brake at foot end wouldn't engage and lock whenever brake at head end was engaged.

Manufacturer narrative:
Technician replaced brake/steer pedal, replaced plastic bushing. Replacements were necessary because welds were cracked on rod connected to pedal. This resolved the brake issues. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.